Event description:
The customer reported that the battery has a torn elastomer. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery has a torn elastomer. There was no report of pt involvement. The battery was evaluated at philips repair bench and unit displayed a, "shutting down" screen message. The customer was sent a new battery which resolved the failure.